Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact.running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Actions/repairs were done to correct the reported issue: expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump indicated inaccurate volume left on cassette. It was reported that the pump was displayed 12 ml left, but the pump cassette was empty. No patient injury reported.